Manufacturer narrative:
It was reported the patient was treated with oral, IV and topical antibiotics (date and duration not reported). This report is submitted on 10 february 2020.

Manufacturer narrative:
This report is submitted on december 24, 2019.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. There was a skin revision when the abutment was removed on (B)(6) 2019. The implant remains in-situ. Clinical management is ongoing.